Event description:
It was reported an angi0-seal device was deployed in 2003. Bleeding persisted and manual pressure was applied to achieve hemostasis. The following day, the patient underwent an endarterectomy with removal of the angio-seal device; the physician reported the entire device was in the artery. The patient was reportedly recovering.